Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred with multiple cartridges during the loading process. Customer¿s blood glucose was 78 mg/dl. Reportedly, customer consulted with their health care provider for alternate insulin therapy.